Event description:
PICC inserted (B)(6) 2014, patient's wife has been flushing catheter at home. Patient had told her it was stinging at times. Came in for bloods and CT scan on (B)(6) but no blood return so was not used. MRI scan booked (B)(6) but again no blood back so cannulated. Patient came in for chemo on (B)(6) and said it was stinging to the nurses who stopped using it. Catheter removed (B)(6). After removal, saline was put through catheter, leak observed.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexf1041 showed two other similar product complaint(s) from this lot number.